Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while the cartridge was being filled with insulin, the customer heard air leaking from the septum, then insulin leaked from the septum. The customer's blood glucose level was approximately 180 mg/dl. A new cartridge was loaded to address the event and insulin delivery was resumed.